Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer on: updated. H3 device evaluated by mfg: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as there was damage/ fracturing noted to the proximal bond of the subject guidewire device. Functional test was not performed due to the condition of the returned device. The reported 'guidewire broken/fractured during use' was confirmed during analysis. The subject device failed to meet specification based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This subject device was used as part of stryker r&d simulated use testing in challenge silicone models with zion team members, designed and selected the models to test the limits of synchro select soft. The subject guidewire had proximal bond joints break. The subject guidewire remained intact and did not separate into parts. Please note that these silicone models have extreme tortuosity and are designed to test the edge of failure of the subject guidewire device. The subject device was returned and confirmed that the proximal bond had been cracked/fractured. It is probable that the subject guidewire was fractured as a result of the extreme testing conditions that it was exposed to during simulated use testing with the intent of testing the subject device to the edge of failure. An assignable cause of use error will be assigned to the reported and analyzed ' guidewire broken/fractured during use' as the intent of the testing was to test the subject device to the edge of failure.

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject device remained intact and did not separate into parts. No patient was involved.

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject device remained intact and did not separate into parts. No patient was involved.

Manufacturer narrative:
This is 3 of 3 MDR reports.